Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 9 7754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing horrible pain at night. This issue started around 2015-(B)(6). The pain was present every night and would start after they laid down for about 20 minutes. The pain was located at the left side by their hip where they put the leads in. When the patient would go to bed they would have their stimulation on. After the pain would start they would get sick to their stomach. The patient would be up all night throwing up and in pain. The patient had not eaten in days. The stimulation change was related to positional movement. The night prior to the report the patient turned their stimulation off but this did not resolve the issue. On the morning of the report, the patient's programmer showed 850 but the patient was not feeling stimulation. The patient synced with their implantable neurostimulator (ins) and the stimulation was off. The patient turned their stimulation on and was able to feel stimulation. The patient had tried to turn their stimulation on 3 times previously but could not feel stimulation. The patient was feeling stimulation at the time of the report. No interventions or causes were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.